Event description:
The decision to withdraw care was made on (B)(6) 2026. The death is being conservatively reported however is not related to the purge concern. The death is most likely related to the patient's clinical presentation of pccs in scai shock stage e, which has a known high mortality rate.

Manufacturer narrative:
Additional information has been provided in b1, b2, b5, h1 and h6. Upon further evaluation, the report type previously selected was determined to be incorrect. Applicable fields have been updated to accurately reflect the appropriate reportable event category.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial); d10(concomitant med products); e1; e3. The cause of purge pressure high was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right aorta in a 28-year-old male patient with a past medical history of renal insufficiency, presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support.. The impella was inserted for ventricular support for a cardiothoracic (CT) surgery: mitral valve replacement/repair. While the patient was in the intensive care unit (ICU), there was a purge pressure high alarm. The purge system (pf) was 14,and purge pressure (pp) 500's, then 2.4 and 900's. No kinks were observed. The cassette was due to be changed. All other parameters were normal. Tissue plasminogen activator (tpa) protocol to be discussed with the physician. There was no noted interruption of flow or support for the patient. The post-procedure outcome is unknown. The impella functioned at p-5 at 3.1l/min as intended. High purge pressure in an impella device can be caused by thrombus buildup within the motor purge gap, which restricts the flow of the purge solution. This is often characterized by a gradual increase in purge pressure, low purge flow, and a potential purge system blocked alarm. This can be corrected by using tpa.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.